Event description:
Event verbatim: one burn blister (burns second degree). Case narrative: this is a spontaneous report from a contactable consumer and a contactable pharmacist (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date in 2017 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used the thermacare neck about one year ago in 2017 and experienced one burn blister in 2017. The lot number and the expiration date were no longer known to her. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "one burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "one burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] one burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer and a contactable pharmacist (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (no lot number available) from an unspecified date in 2017 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used the thermacare neck about one year ago in 2017 and experienced one burn blister in 2017. The lot number and the expiration date were no longer known to her. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group, investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12 hour products. Follow-up (15jan2019): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "one burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "one burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12 hour products.